Event description:
Philips received a complaint on the heartstart dfm100 was failing the operational check. There was reportedly no patient involvement. There was no patient involvement. The fse evaluated the device on site. The fse evaluation found that the therapy capacitor and the external paddles need to be replaced. The fse has presented the customer with a quote to replace the following parts to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.